Event description:
The following description of the event was copied from a mda adverse incident report from the medicines and healthcare products regulatory agency (mhra) reported to the distributor and relayed to cardinal health via email. "Low voltage (82 volts) electric shock during the service of the above equipment. The external main adaptor of the infant flow driver was found to be faulty. Due to an expected internal component failure, a permanent ac voltage of 82.6 v measured with a fluke 179 multimeter, was generated between the metal enclosure (including the roll stand) and main earth. The voltage, measured with an oscilloscope (having a much higher internal impedance), indicated an ac voltage of several kvolts. Upon touching the metal enclosure, the voltage collapsed as expected due to add'l "loading of the circuit". However, during the initial incident, an unpleasant burning type sensation was experienced as a result of the electric charge. The affected charger was quarantined in medical electronics. The remaining 6 units in the trust were subsequently checked and a further two units were found to generate similar voltages of a reduced level. The other generated voltage levels of around 2-4 volt, which are considered to be safe (at present). A main adaptor of a different design, recently supplied by viasys, did not produce voltage levels above 0.5v. It would appear that the old adaptors have recently been phased out and replaced with a different unit, made by a different manufacturer. All defective adaptors have been quarantined. Six replacements have been ordered by overnight delivery, in order to allow continued use of the equipment in the neo natal unit."

Manufacturer narrative:
Incident occured at: hospital. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info provided by the user facility via a mda adverse incident report form that we received from the mhra via or EU representative. Cardinal health in conjunction with an independent lab previously performed an investigation/evaluation of the pn: 674-037 power supply and determined that this power supply is not iec complaint. Cardinal health initiated a qualification test plan and design verification plan to qualify a performance compatible and ice compliant power supply from a different power supply manufacturer to use with the e.m.e. Infant flow pa. On october 23, 2007 an engineering change order (eco) released the new power supply for use with this device. Cardinal health conducted a risk analysis and determined that the risk to health is negligible.